Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and indicated it was not connected to any network. A field service engineer confirmed hospital it successfully got the station back onto the network and online and issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es device with download stopped. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.